Manufacturer narrative:
Additional information: b3, b5, b6, b7, d10, e1, e3, h6. B5: upon follow up, it was reported that the patient was diagnosed with peritonitis. It was reported that the patient was not treated for the event. It was reported the patient was hospitalized the day after diagnosis and then discharged the following day. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events was not reported. It was reported the patient was hospitalized for the events. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.